Event description:
A pt reported they were seen in ER because pt was not able to get a reading on their one touch ultra meter. Pt's meter allegedly would not power on. The result on the ER meter was unk. Treatment was insulin shot and then pt was sent home. No further info has been reported.